Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during the procedure, the fiber caused a spark that caught the drapes over the patient. The procedure was completed using the original device. There were no patient complications.

Event description:
It was reported that during the procedure, the fiber caused a spark that caught the drapes over the patient. The procedure was completed using the original device. There were no patient complications.